Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse inspected the iabp unit and noticed the damage to the rear case. The fse inspected the helium manifold and found the 300 psi check valve to be loose. The fse retightened the valve but there was still a leak at the threaded connection. The fse ordered parts for the repair and returned the following day to replace the check valve. The fse then recharged the helium pressure and let the unit sit under observation for one hour. No further helium leaks were found. The fse then repaired the case and handle. All diagnostic and performance tests were completed with no issues. The fse approved the unit for clinical use and returned to the user. The user informed the fse that the unit was going to be used that day and that they would get back to him to inform him about any leaks. The fse received confirmation from the customer that there were no more reported helium leaks. The iabp remained in clinical use.

Event description:
It was reported that the customer dropped the cardiosave intra-aortic balloon pump (iabp) onto the ground. The customer uses the unit as a transport out of the cart. As a result of being dropped, the handle caused damage to the case, causing a helium leak to occur. There was no patient involvement at the time of the event. No adverse event was reported.